Event description:
It was reported that, during the first follow up after the implant procedure in the septum, this right ventricular (rv) lead was found not delivering brady pacing correctly and it was exhibiting high pacing thresholds. The physician decided to perform a cardiac x ray with the aim of seeing lead dislodgement, noteless the lead was at the same position. Subsequently, the physician decided to explant and replace this rv lead with a new one. The rv lead will return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, during the first follow up after the implant procedure in the septum, this right ventricular (rv) lead was found not delivering brady pacing correctly and it was exhibiting high pacing thresholds. The physician decided to perform a cardiac x ray with the aim of seeing lead dislodgement, nonetheless the lead was at the same position. Subsequently, the physician decided to explant and replace this rv lead with a new one. The rv lead will return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations rather than typical surgery-related damage.